Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a partial view of a clinician holding an implanted drainage catheter was attached to an external connector. The thread was noted to be completely broken and held by the clinician separately. Therefore, the investigation is confirmed for the reported break and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a ultrasound guided percutaneous drainage catheter placement procedure using the navarre opti drain. It was reported that sometimes post procedure, the sure-loktm thread was allegedly found digression. The procedure was completed by replaced with another device. There was no reported patient injury.

Event description:
On (B)(6) 2025 a patient underwent a ultrasound guided percutaneous drainage catheter placement procedure using the navarre opti drain. It was reported that sometimes post procedure, the sure-loktm thread was allegedly found digression. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.